Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 250mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms of nausea. Customer's blood glucose value was 440mg/dl at the time of the call. The customer was advised that the symptoms they have expressed may be indicative of diabetic ketoacidosis and to contact their healthcare professional. The customer agreed and was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.